Event description:
It was reported that the pump made a lot of noise and vibrates a lot on the arctic sun device. Per review of wo on 14mar2023, there was patient involvement and there was no impact. Per follow up information received via email on 14mar2023, the device was under investigation. The therapy was completed on the same machine. No patient information available.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit was making a lot of noise. Circulation pump head was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.